Event description:
Ambulance personnel were attending to an unconscious, unresponsive, pulseless, apneic pt. The pt was diagnosed to be in ventricular fibrillation and allegedly when an attempt was made at charging the device to deliver a countershock, the device would not charge and displayed a connect electrodes message. All electrode/cable connections were verified and a reason for the message could not be discerned. A back up device was obtained and used to continue treatment. The pt was not resuscitated. The rptr did not allege that the reported malfunction caused or contributed to the pt's death.